Event description:
The affiliate reported that not available to collect sample under the sample mode.

Manufacturer narrative:
The mammotome elite biopsy system is indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep10 from lot# f11721305d was received in poor condition. Evidence of use in a procedure was evident on the probe. The probe was connected to a holster for functional evaluation. Probe initialized as designed. Using chicken as a medium, probe was unable to obtain samples. The cutter was then cleared of one breast tissue sample. Once the cutter was cleared, the device operated and obtained samples without issue. The customer holster was not returned for evaluation. Based on product knowledge, the reported event could be caused by a lack of vacuum. Without the customer holster a root cause cannot be confirmed.

Event description:
The affiliate reported that not available to collect sample under the sample mode.